Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia, nearing diabetic ketoacidosis (dka). The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod was found leaking insulin and there was blood on the pod cannula. Symptoms reported include dizziness, fatigue, pain and tingling sensation in the patient's hand. The patient was treated with unspecified intravenous fluids and insulin. The patient was discharged on the same day.